Event description:
The patient contacted lfs alleging inaccurate high readings on their meter. The patient obtained a 260 mg/dl on the lfs meter and a 212 mg/dl in the lab. The patient did another test compared to the lab and obtained a 149 mg/dl on the verio meter and a 122 mg/dl on the meter. Readings were done within 15 minutes from one another. The patient also compared his meter to the pharmacy's meter and obtained a 99 mg/dl on the ultra 2 meter and a 114 mg/dl on the verio meter. Readings were done within 10 minutes from one another. The technique of applying blood on the test strip was correct. The patient did not exhibit any symptoms due to the alleged issue or receive any medical treatment. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the difference between the lfs meter and lab was greater than 12 mg/dl or 15%.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.